Event description:
Customer reported a burning smell coming from the rear of the machine. The machine was swapped out. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.